Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The positioning sensor unit (psu) was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The representative tested all of the navigation and imaging systems onsite and was unable to replicate the reported issue. The rep performed an inservice with the site on the proper draping.

Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than thirty minutes due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative suspected that the draping techniques of the site could have been outside of optimal performance, however confirmation of this leading to the imprecision was not provided. The representative reported that the site was informed on proper draping techniques as a precaution. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, instruments were reported to have two millimeters of imprecision. The reported issue occurred when using a planar probe and navlock. The site elected to continue the procedure with navigation following a second image acquisition with a medtronic imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions